Manufacturer narrative:
Device evaluation summary: belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. During review of the distributor evaluation, the evaluation indicated that a pulse wire inside the distribution node (dn) was exposed and shorted to the dn pca. The cause of the exposed wire is that the cable connecting the dn and rear therapy electrode (te) was pulled from the distribution node, pulling the shrink tubing from the pulse wire. The root cause of the pulled cable is excessive force. Based on the analysis of the distributor incident files, the damaged pulse wire cannot be ruled out as a contributing cause of the constant gong alarms. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.